Event description:
Customer reports receiving erratic readings in blood glucose tests. A pt was displaying symptoms of hypoglycemia, a test was done and reading rec'd was 130 mg/dl, which was consistent with the pt's symptoms. Paramedics were called in. Another test was done using another meter, the results was 28 mg/dl. The pt was given d10 IV and was transported to the hosp. She was subsequently diagnosed with hypoglycemia.

Manufacturer narrative:
Product has been requested back for investigation.